Event description:
It was reported that during a supply change the user was unable to click the infusion site into place and deployed the cannula incorrectly, after which an agent provided step-by-step guidance to complete the site change and insulin delivery resumed; the infusion set lot was 6013340. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without alerts or alarms and no need for medical care. Investigation included troubleshooting and education over the phone. Investigation of this case revealed user technique error related to infusion set insertion and connector attachment, with no device malfunction and no alert generation. It was concluded, based on previously established findings for similar reports, that the cause was user error resolved through instruction.